Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the left anastomosis was treated with an admiral xtreme pta balloon catheter. Approximately 3 months post index procedure, the patient suffered shunt stenosis. This was treated by a target lesion revascularisation. This was confirmed by the site on follow up. The patient recovered. The investigator assessed this event as not related to the device, procedure or paclitaxel.

Manufacturer narrative:
Cec adjudicated the event is not related to procedure or therapy, but related to the device. The revascularization is clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event term updated to avf shunt stenosis. Patient was also treated with medication. If information is provided in the future, a supplemental report will be issued.